Manufacturer narrative:
H.6. Investigation summary: the batch history review (DHR) was not performed due to unknown batch number, due to that, it was not possible to verify maintenance records and quality notifications. A photo and sample were received for evaluation. This sample was received without blister pack, bd 3ml solomed syringe with blunt fill needle bd attached and safety needle device activated. This sample was submitted to aspiration and leakage test, to perform the test the safety needle device was deactivated. The sample did not show any defect, it was possible to detach the needle, perform aspiration and injection without leakage. The production processes are validated according to the defined acceptance criteria. Based on sample evaluation it was not possible to confirm the complaint. The incident identified from this complaint will be monitored for trend evaluation. H3 other text : see section h.10

Event description:
It was reported that during use when aspirating medication the needle didn't release and leaked with a bd syringe solomed 3ml ll 22x1-1/4 w/sh sla. The following information was provided by the initial reporter, translated from portuguese to english: the customer informs that when was to aspire to medication, the needle didn't released and can't change the needles. Additional information received via email from initial reporter: when aspirate the drug the needle does not detach making impossible the needle exchange to make a new drug application. The customer wanted to exchange the needle that came in the drug to a intramuscular needle. When they try to remove the drug from the needle by the plunger to pass to another syringe occurs a liquid leak due to the negative pressure exercised by the plunger, losing the drug. There is no information if the protector cap was difficult to remove.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use when aspirating medication the needle didn't release and leaked with a bd syringe solomed 3 ml ll 22 x 1-1/4 w/sh sla. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer informs that when was to aspire to medication, the needle didn't released and can't change the needles. Additional information received via email from initial reporter: when aspirate the drug the needle does not detach making impossible the needle exchange to make a new drug application. The customer wanted to exchange the needle that came in the drug to a intramuscular needle. When they try to remove the drug from the needle by the plunger to pass to another syringe occurs a liquid leak due to the negative pressure exercised by the plunger, losing the drug. There is no information if the protector cap was difficult to remove.